Manufacturer narrative:
Additional concomitant medical products: 507652 lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). It was noted that visible noise/oversensing was noted on egms (electrograms). The rv lead remains in use. No patient complications have been reported as a result of this event.